Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, a4, b3, b5, b7, d6a, h6, h8.

Event description:
Additionally, the patient (who is a healthcare professional) self-injected in the facial contour and (sic)parotis with 2 ml of filler. Two months later, the patient experienced ¿plate-like swellings¿ in the face. The event resolved 4 months later.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported self-injecting with juvéderm® voluma¿ with lidocaine and juvéderm® ultra 4. A few weeks later, the patient experienced an ¿infection (like a sheep-limited plate¿ that developed in the middle of the face, starting at the left eyebrow and parotid region (in front of the ear) to the middle half of the face (more pronounced on the left than the right). The healthcare professional self-treated with cefuroxime and clindamycin for two weeks. The treatment seemed to work well at first, but there was no significant improvement. After consulting with another physician, the treatment was changed to clarithromycin, where improvement was noted. Event is ongoing. This file captured the juvéderm® voluma¿ with lidocaine.